Manufacturer narrative:
A system explant due to low impedances was reported to abbott. The patient was experiencing chronic seizures that required frequent MRI scans. The system's impedance issues prevented the patient from setting the ipg to MRI mode. Additionally, the system is not providing adequate relief to the patient. The system was explanted for these reasons. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention wherein the system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer numbers: 1627487-2020-48984, 3006705815-2020-33295. It was reported that the patient has low impedances in their scs system. In turn, the patient may undergo surgical intervention to remove the system to allow the patient to undergo an MRI. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.